Event description:
The customer reported that the secondary infusion was noted to be flowing past the check valve and into the primary bag. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's report could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.